Manufacturer narrative:
(B)(4). Device received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 298 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after it has been exposed to moisture. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.